Event description:
A customer reported a past incident involving high blood glucose levels. The specific high blood glucose value was not provided, as it was displayed as "high." Cause was not known. To address the high blood glucose levels, the customer administered a correction bolus using the pump.